Manufacturer narrative:
If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2014, a patient (pt) contacted our firm to report a diagnosis of corneal ulcer ou at the beginning of 2014 while wearing acuvue oasys contact lenses. This report is for the pt's od event. The pt's os event is being captured as 1033553-2014-00106. It is reported that the pt wore a pair of oasys lenses for "some weeks feeling discomfort in both eyes." The pt states that "after a few weeks his/her eyes were very red and sensitive to the light." The pt advised that "he/she went to an ophthalmologist/eye care professional (ecp) and was diagnosed with corneal ulcer ou." "After treatment the pt returned to contact lens (cl) wear." The pt does not have the ecp information or medications prescribed as treatment. The pt reports that he/she wore the lenses daily wear and has a monthly replacement schedule. The pt reports that he/she used opti-free multipurpose solution. The suspect product is not available for return for evaluation and the lot # is unknown. This is being reported as worst case due to the limited information received. No additional is expected.